Event description:
It was reported that there was a programming error. The pump was implanted on (B)(6) 2015 and was programmed by the surgeon at 75 mcg/day. On (B)(6) 2015, the pump was programmed to a rate of 1,760 mcg/day. On the day of report, the patient was in the emergency room (ER) in apparent overdose. The ER doctor wanted the pump interrogated and stopped. The pump was interrogated and it was set at a flex dose basal rate of 75 mcg/hour. The logs indicated the pump had been programmed on (B)(6) 2015. The patient was in rehabilitation facility and apparently a physician there had reprogrammed the pump. The actions required as a result of the event included reprogramming. The patient¿s status at the time of report was alive ¿ with injury. The patient arrived at the ER unarousable and unconscious. The ER physician programmed the pump to minimum rate when the patient arrived and the patient was able to be aroused shortly after. The patient also experienced a slow heart rate and respiratory rate as a result of the event. The patient was transferred to the hospital in which he had been implanted and regained consciousness and been returned to rehab. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The pump was used to infuse gablofen (concentration 500 mcg/ml, daily dose 75 mcg/day).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, additional information was received from the implanting physician which confirmed that the patient was transferred to rehabilitation following pump implantation on (B)(6) 2015. Concomitant medications were unknown. It further reported that the patient was programmed, by mistake, to 5 mcg/hr (previously reported as 1,760 mcg/day) and became sleepy (previously reported by the emergency room physician as unarousable); this was discovered and corrected in the ER within 3 hours and the patient went back to rehab.

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician; product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).